Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6fr sheath after a diagnostic procedure. Reportedly, the clip was deployed and did not achieve hemostasis. After removal, it was noted that one side of the clip delivery tube was bent outward. Hemostasis was achieved with manual arterial compression. The patient is doing well. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported clip did not achieve hemostasis after deployment could not be replicated in a testing environment as it was based on operational circumstances. The bend was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.